Event description:
It was reported that low pacing impedance and high threshold were noted on right ventricular (rv) lead. The lead was capped and replaced on jan 5, 2024. The patient is in stable condition.